Manufacturer narrative:
The expedium quick connect driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver's distal tip. Fracture analysis found evidence of a quasi-static torsional shear failure. A DHR review identified no issues that could have caused or contributed to the reported event. The complaint trend analysis found no systemic trends. The root cause cannot be positively determined based on the returned sample or information provided. However, fracture analysis found evidence of a torsional overload. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Decision tree is reassessed and complaint determined to be reportable based on initial evaluation of returned product. Device was returned for examination. Upon receipt was noted through visual examination that tip of the driver was broken off. No report of any adverse consequences to a patient or delay to procedure. However, instrument tip breakage has been known to result in the tip of the instrument remaining in the patient and poses an increased risk of implant corrosion. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was trying to insert a 9x80mm expedium screw and as he was performing the final insertion of this screw in the pelvic area, the screwdriver stripped. While inserting the same screw on the other side, the same problem occurred. As such both expedium screwdrivers were stripped. The case was completed with another expedium screwdriver.